Manufacturer narrative:
Note: product reference 4430146 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36956304 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in january 2020. Investigation results: we did not received the complaint sample or the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident (0.01%).no corrective action is currently envisaged.

Event description:
Access port system implanted on (B)(6) 2020 at the polyclinice of gentilly. Explanted on (B)(6) 2020 because the catheter spontaneously ruptured in the patient. Explantation performed at the ambroise par¿ clinic. Patient under chemotherapy. Access port replaced.

Manufacturer narrative:
Note: product reference 4430146 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750. Cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in january 2020. Investigation results: we received for investigation one used celsite discreet stl205f from batch 36956304 with its connection ring and its catheter. The received catheter is cut into 2 pieces: a 7.6cm long piece of catheter, still connected to the access port with a connection ring. The 19cm long distal extremity of the catheter. Close to graduations 18 and 19 two cracks are visible. The rupture facies between these 2 parts of catheter is flattened, ovalized, this proves that the catheter was pinched or kinked at this level. No manufacturing defect is visible on the access port housing and connection ring. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All characteristics conform to our specifications. Conclusion: the catheter was broken at 7.6 cm of access port housing, the catheter is flattened at the level of the rupture, the catheter was implanted via the subclavian approach. The aforementioned element allows us to hypothesis that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. The incident is not imputable to the device. Consequently, no corrective action is envisaged.

Event description:
Access port system implanted on (B)(6) 2020 at the (B)(6). Explanted on (B)(6) 2020 because the catheter spontaneously ruptured in the patient. Explantation performed at the (B)(6) clinic. Patient under chemotherapy. Access port replaced.